Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The investigation for the reported event, low or blocked pump flow, was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The returned rp flex pump was visually inspected. Biomaterial around impeller observed. No cannula kink or broken blade observed. Log analysis showed: mc spikes observed at p6 with shifting placement signal greater than 80mmhg, simultaneously the flow dropped from 3l/m to less than 1l/m. Post the mc spike mc shifted upward high to 300ma. The root cause of the low flow issue most likely was biomaterial ingestion.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had an impella rp flex pump placed to support the patient¿s right ventricle and help with recovery from inferior st-segment elevation myocardial infarction. While on support, lower than normal flows were noted when the p-level was decreased. The decision was made to explant the device. There was no patient harm.